Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the introducer tip broke off [separated]. The tip was not retrieved, and the account were unable to verify if it was left in the patient or not. The case was completed successfully.